Event description:
Healthcare professional reported ¿rupture for both breast implants.¿ device has been explanted. This is the right side record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, missing shell (0-25%), red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified crease sharp broken on radius, crease fold and wear abrasion. Base on the device analysis the final assessment is: a pattern of crease sharp on radius side of broken shell assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported ¿rupture for both breast implants.¿ device has been explanted. This is the right side record.